Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in stating that he had a high blood glucose level of 450 mg/dl and that he had to go to the hospital as a result of the high reading. Inquired what led up to the complaint. He placed a new unit on tuesday and that last night he went to the emergency room due to his blood glucose being at 450+. The healthcare professional told him to replace the infusion set and he did and after that his blood glucose was going down. The customer treated the high blood glucose level with a shot of insulin in his arm. The customer was wearing the insulin pump during hospitalization. The customer declined to troubleshoot for high blood glucose level. The insulin pump was replaced. The product will not be returned for analysis.